Event description:
It was reported that the patient had problems with recharging since implant in (B)(6) 2013. It was noted that it was hit or miss as to whether or not the patient would get a good connection with the coupling bars. It was noted that sometimes the patient would get 4 bars and others she would not get any. It was noted that the patient was charging through clothing and was not using the belt. It was noted that the last time the patient felt stimulation was on the morning prior to report. It was noted that the patient tried to charge on the night prior to report for 45 minutes and then stopped. It was noted that the last time the patient recharged was on (B)(6) 2013. It was noted that the patient would try to do charging without clothing and use the belt. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37092, lot # 246050001, implanted: (B)(6) 2010, product type accessory; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).